Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked lcd window.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and the esc and act buttons were not responding. It was stated that the customer was wearing the insulin pump against the skin and the down arrow button might have gotten stuck. Blood glucose value was 268 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.